Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -15.5/2.0/67 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had torn during injection/delivery into the patient's eye. Intraoperatively the lens was removed and replaced with a back up lens of longer length and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.